Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1532315 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Multiple attempts were made during the call to clarify the specific product issue involved but it was not clarified by the customer. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2016 and reported that due to not being able to use her adc blood glucose meter she was hospitalized on an unspecified date/time. Customer further reported she "was sick" but the meter did not give a reading so she self-presented to a hospital. At the hospital a reading of 400 mg/dl was received on an unspecified hospital device. No further information was provided by the customer as she declined to continue troubleshooting and ended the call. It is unknown what treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.